Event description:
A hospital reported a female staff member experienced chest tightness and shortness of breath after donning 3m¿ health care particulate respirator and surgical mask 1860. The mask was reported to have small particle(s) in the mask and upon donning the particle was inhaled causing her to choke. Code blue was initiated. Vitals remained stable with 100% spo2 on room air. After five minutes staff member appeared calmer and was able to communicate, she still felt something stuck in her throat and chest tightness. Ventolin nebulizer was administered, patient was reassessed and discharged as symptoms resolved. No further information.

Manufacturer narrative:
Eleven samples were returned to 3m. Unknown if the actual sample mask worn is included in the samples received. 3m¿ takes very seriously the safety of our products and we review the possible causes of all complaints. Since the intended use of this product includes skin contact, the materials used in the respirator have been evaluated by toxicologists in the 3m medical department paying particular attention to base chemicals and raw materials which might pose risk for dermal irritation, allergy, or toxicity. Based on these reviews, no risk for adverse health effects is expected when the respirator is used as intended and following instructions for use. 3m will continue to monitor. Additionally, the manufacturing locations have processes for controlling contamination during the manufacturing of the product. The areas where medical device respirator is manufactured have specific approved processing aides which can be used. For those aides which could come into contact with the product, toxicological reviews have been performed. In addition, the manufacturing line is cleaned with approved supplies as part of the contamination control procedures.